Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the patient has been admitted to the hospital for fluid overload and to be worked up for transplant." No patient injury was reported.